Event description:
It was reported that the customer was unable to load two cartridges on the pump. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by replacing the cartridge with a new one and successfully completing the load. The customer requested replacement cartridges, which was acknowledged by technical support, and no further assistance was required.